Manufacturer narrative:
Additional devices: tg3715/#(B)(4), tg3110/#(B)(4).

Event description:
On or before (B)(6), 2010, a junctional type iii endoleak was identified on CT between two of three gore tag thoracic endoprostheses, and the distal end of the distal device had a kink. The type iii endoleak and device kinking were attributed to aneurysmal disease progression, without an increase in maximum aneurysm diameter. On (B)(6), 2010, the patient underwent another endovascular procedure. The physician resolved the endoleak with two additional tag devices.